Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left tibioperoneal trunk (tpt). A 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilation. However, when the balloon catheter was advanced down the 014 thruway 300cm/short taper/straight wire, it was noted that as the balloon got closer to the tip of the wire, the wire became stuck in the wire lumen of the balloon. The wire was attempted to be removed but failed; then both the wire and balloon were removed together and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the guidewire lumen is buckled in multiple locations and there is a pinhole in the balloon 9mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that may have contributed to the reported event.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left tibioperoneal trunk (tpt). A 3.0mm x 80mm x 150cm coyote balloon catheter was advanced for dilation. However, when the balloon catheter was advanced down the 014 thruway 300cm/short taper/straight wire, it was noted that as the balloon got closer to the tip of the wire, the wire became stuck in the wire lumen of the balloon. The wire was attempted to be removed but failed; then both the wire and balloon were removed together and the procedure was completed with a different device. There were no patient complications nor injuries reported.